Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6)2019,explanted: (B)(6)2019, product type lead product ID 977a260, lot#/serial# (B)(6),implanted: (B)(6)2019, explanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient was looking to get reprogrammed and indicated not getting relief they had hoped for.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-mar-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient's implant was not done correctly on (B)(6) 2019 and that is why the patient had to have their leads replaced on (B)(6) 2019. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of the leads needing to be done a second time was because of scar tissue from the original implant for the trial. The pain relief from the trial was good. The doctor had to maneuver the leads around scar tissue that had formed and one lead was unable to give the relief necessary regardless of how it was programmed. Another doctor then ordered a CT and MRI to pinpoint where the problem was and if a paddle lead would be better. Ultimately the doctor was able to readjust the single leads and a manufacturer representative (rep) programmed the device so that the patient was getting the relief they needed. No further patient complications were reported as a result of this event.